Event description:
It was reported following a percutaneous femoral angioplasty a 6f angio-seal device was used to seal the arteriotomy site. The physician stated the puncture was antegrade and the pt received a small amount of heparin during the procedure. The physician was in the process of certification and had deployed the angio-seal device successfully with instant hemostasis. A pre-deployment angiogram was performed and all steps were taken to ensure correct positioning of the device. Approximately thirteen days later, the pt returned to the hosp and was diagnosed with a pseudoaneursym. The pt was taken to surgery the same day. While in the surgical theater, the pt's iliac vein ruptured. The pt was reportedly recovering.